Manufacturer narrative:
H6: investigation summary. Bd was unable to perform a thorough investigation as no sample or lot number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 381412, batch no: unknown. IV does not retract.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 381412, batch no: unknown. IV does not retract.